Event description:
It was reported that the patient complained of fatigue and shortness of breath. It was also reported that the battery impedance of the device measured in the 11,000 ohm range, however the battery voltage is at 2.78 volts. It was noted that elective replacement indicator (eri) has not been triggered, because the magnet reader switch could possibly be stuck. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 507645 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Tha analyst noted that the battery impedance was approximately 11489 ohms. No session information has been recorded since 2009. A stuck reed switch is suspected. Performance data from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.